Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Report source : the event occurred in belgium. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product/provided pictures identified the tip had fractured. There are wear rings around the fractured tip. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the tip of the screwdriver broke off into the trial body. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information is available.